Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient received erroneous results when testing with coaguchek inrange meter serial number (B)(4). At 4:30 p.m., a sample from the patient was tested on the meter, resulting with a value of 6.0 inr. At 4:45 p.m., a venous sample collected from the patient at his family doctor was tested in the laboratory with an unknown method, resulting with a value of 2.8 inr. Upon review of the meter memory, the patient had an additional value of 5.7 inr at 4:47 p.m.. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient has antiphospholipid syndrome. The patient's product was requested for investigation.

Manufacturer narrative:
The patient¿s strips were returned for investigation. The returned strips were tested with retention meter and retention controls. Testing results: (lot 345213-12): qc 1: 3.3 inr , qc 2: 3.2 inr, qc 3: 3.4 inr. (Lot 345213-23): qc 1: 3.3 inr, qc 2: 3.3 inr , qc 3: 3.3 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification.